Event description:
The product complaint report shows the customer alleged that the device quit cycling and failed to alarm. The facilities biomedical technician inspected the device but was unable to duplicate the reported event. There were no error codes reflecting the reported event and no parts replaced. No pt harm reported. It is not verified that the unit failed to alarm, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.